Event description:
The caller alleged discrepant results with coaguchek. Results as follows: coaguchek..inratio.: see scan table.

Manufacturer narrative:
Coaguchek..inratio.. Mean. Confidence limits: see scan table. Per internal procedure, tr 0150, the calculated mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore further testing is not required at this time.